Event description:
Affiliate reported that the pt's ventricles became enlarged and the device would not reprogram. Under drainage was noticed and as a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged therefore; the cam position/pressure could not be determined. During further investigation it was also noted that the valve casing was cracked, and it is possible that this condition may have been caused from some form of impact to the device. This however could not be confirmed. Enhancements were introduced to this device during the 2004/2005 timeframe, which was designed to minimize this type of dislodgement. This device however, was mfg prior to this enhancement. A review of the device history records confirmed that this device conformed to the required specs prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.